Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy cutter did not cut and aspirate during cataract/vitrectomy combination surgery. Connections were rechecked and the test performed again, and it remained in the same condition of not cutting or aspirating. The procedure was completed on the same day, but it was unknown how the procedure was completed. There was no patient impact.